Manufacturer narrative:
D10: 01-040-01-0456 - logical g-series cup shell 3 hole sz 56d: (B)(6), 01-041-01-0436 - logical xlpe liner neutral sz 36d: (B)(6), 01-041-50-6525 - logical cup bone screw 25mm:(B)(6), 01-041-50-6530 - logical cup bone screw 30mm:(B)(6), 170-36-93 - biolox delta femoral head 36mm od, -3.5mm: (B)(6), 32135-38h-17 - 17-4 flex drill m 3.2x38 lenkbar: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
This patient previously underwent a total hip arthroplasty (tha) on the left side. Following this procedure, the patient sustained a femoral fracture. The patient was scheduled for femoral fracture fixation and an acetabular liner exchange. The femoral fracture was considered stabilized. Patient was last known to be in stable condition following the event. No further information is available.